Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned; therefore, visual and dimensional evaluations could not be performed. Photograph provided confirm that the trial is fractured. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: headed screw 48 mm length item# 00598304048 lot# 64841918; headed screw 33 mm length item# 00598304033 lot# 64978718; persona uni fem/persona uni tibia/ve suface item# 98000270000 lot# unknown; partial articular surface right medial size g 8 mm thickness item# 42528200708 lot# 64561698; partial tibial cemented size g right medial item# 42538000702 lot# 65001737; partial femur cemented size 6 right medial item# 42558000602 lot# 64922252; articular surface inserter tip item# 42529900301 lot# 65140459; headed screw 48 mm length item# 00598304048 lot# 64937383. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured. Attempts to obtain additional information have been made; however, no more information is available.